Event description:
I am a type 1 diabetic (insulin dependent). I use the omnipod insulin pump made by insulet corp. In the past 11 months, my pump has failed (turned itself off and stops giving me insulin) over 11 times (each incident has been reported directly to insulet and is a matter of record). It has failed 5 times just since (B)(6) 2014). It causes blood sugar issues because I am without insulin until I am able to get access to more insulin and another infusion set. It has even happened while I was driving. When I am without insulin, my blood sugar goes high. I continue to call insulet's pump help line. The only thing they say they can do is "replace the disposable pod part." They confirmed on the phone today that I am using the device correctly and they are unsure why the product continues to fail. The manager, (B)(4), advised that they have a small population for whom the device continually fails, but they are unable to determine why. This pump is a life saving device, as I cannot go without insulin for even one hour. I will die without insulin. I am frustrated they do nothing to fix the issue and that others are experiencing this, as well. Additionally, when the device fails, I have to throw out the disposable pod portion, which houses all the insulin I have put into it. You cannot get the insulin out once you have put it in. Insulin is very expensive and my insurance has a hight deductible plan. Insulet corp reimburses for insulin "in some extreme cases," but they will not reimburse mine. I do not know where else to turn. This device is continually malfunctioning and no one at insulet corp will help me. I have called their insulet product support line (B)(4) at least 15 times in the last 11 months asking for assistance, but they just state every time that they are sorry for the inconvenience, the do not know why the insulin pump is failing all the time and there is nothing they can do. Insulin pump failure dates that I have recorded (I believe I missed some, but here are the ones I have documented on my calendar and were reported to insulet copr each time): (B)(6) 2013, (B)(6) 2014.